Manufacturer narrative:
The customer¿s report of broken smartsite was confirmed. Visual inspection of the set noted that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the fla. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve components. Functional testing was not performed due to the obvious damage. The probable cause of the observed damage to smartsite component has been identified to be lateral force exerted during disconnection of the smartsite valve from a mating component. The root cause of the breakage is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported only that the tubing broke off from a peripheral IV. No event details were provided. It is assumed from this description that the device was in use on a patient at the time. There is no report of any patient harm.